Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to damaged lcd glass. The pump had cracked case at display window corner. (B)(4).

Event description:
It was reported of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.